Event description:
Electrical stimulation was not working. Electrodes contacts created superficial skin burns on the pt and later on the tech when they tried to duplicate the abr procedure on themselves. The pt did not complaint about the burn but claimed of slight stinging on their right ear during auditory testing. The electrodes were not mfg by nkc. No info on the electrodes condition is available. The product has been obsolete since 12/1992.